Manufacturer narrative:
Continued h.6 (health effect - impact code): f2203 a review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient reported rupture on left side. The device has been explanted.

Manufacturer narrative:
No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: rupture.

Event description:
Patient reported rupture on unknown side. Device has been explanted. The device may have caused or contributed to the adverse event and therefore should be considered device related.